Manufacturer narrative:
It was reported that during the operation, a tidal volume failure of the anesthesia machine occurred, resulting in an alarm for insufficient ventilation in the patient. No patients were injured. Draeger service engineers were involved in this incident. The local service engineer arrived at the customer's site for inspection. After replacing the motor, the equipment operated normally. Based on the inspection of the faulty part, it was found that it was caused by an encoder failure. The equipment has been in use for six years. In case of an auto ventilation failure (vt tidal volume abnormal) or automatic vent mode stopped (ventilator failure). Monitoring functions remain unaffected; thus, the user is continuously informed about ventilation performance and patient gas measurement. In case of a ventilator failure during automatic ventilation, the ventilator initiates an autonomous shutdown while changing mode to man/spont (safety mode) and generating the appropriate ventilator fail alarm. Manual ventilation remains possible.all alarms, possible causes and remedies as well are described in the instructions for use. Regarding this incident, the equipment operated normally after the motor was replaced, and there have been no further reports.

Event description:
It was reported that the ventilator of the device failed during surgery. No patient injury reported.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported that the ventilator of the device failed during surgery. No patient injury reported.